Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the rep. Rep stated the cause was possibly due to the closed loop was at a higher intensity limit. They turned down the intensity. Rep met with patient on (B)(6) 2026 to turn down the intensity. Issue has been resolved.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reiterated details on case and mentioned pt had experienced jolting sensations even when therapy was turned off. Pt now said the issue had not gotten better and had now gotten worse. Rep said they were going to be meeting with pt on tuesday and wanted to know what their options were. Pt had "elders something syndrome" and may also be experiencing some mental issues. Pt said their boyfriend could "feel the jolts" when they touched the pt. Pt had gone to the hospital with these issues about 2 months ago. Pt preferred adaptive stim and rep on case had adjusted adaptive stim settings in past, but issue was not resolved. Technical services discussed possible programming options and suggestions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller is with patient (pt) today and notes that the pt had to go to the emergency room on saturday due to intense shocking sensation from the scs system. The caller states the pt did not have their programmer with them but eventually the programmer was brought to the ER and the stimulation was turned off which resolved the issue. The caller turned pt's stimulation on today and pt indicates they are not having the same shocking sensation today. Agent and caller reviewed programming considerations. The pt had noted that perhaps the intense stimulation was the result of the pt laying a 'very uneven' bed that 'sags on different parts'. The caller was redirected to hcit at the end of the call to pull any logs/files/reports.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.